Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards implant patient registry (ipr), approximately one (1) year and fifteen (15) days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the valve was explanted and replaced with a 25 mm surgical valve.

Event description:
As reported by edwards implant patient registry (ipr), approximately one (1) year and fifteen (15) days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra (s3u) valve, the valve was explanted and replaced with a 25 mm surgical valve. Subsequently, additional information was received via medical records. According to the medical records, the patient was experiencing progressive shortness of breath. Approximately ten (10) months and twenty-eight (28) days post tavr procedure, a transesophageal echocardiogram (tee) was performed and the tte showed an ejection fraction (ef) of 55-59%. The tte also showed evidence of severe transvalvular aortic regurgitation with anteriorly directed eccentric jet and a smaller eccentric paravalvular jet. Approximately one (1) month and eighteen (18) days later, the patient underwent aortic valve replacement (avr) using a 25 mm surgical valve with explantation of the 26 mm s3u valve. The surgical pathology of the explanted s3u valve showed focal adherent atheromatous plaque and calcifications peripherally.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was also no imagery received; however, medical records were received for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 ultra (s3u) valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the valve calcification that resulted in the s3u valve being explanted was confirmed based on the medical records. Patient-related factors can contribute to the onset and propagation of calcification. These factors may include patient age, underlying disease state, patient comorbidities (e.g., renal failure, including hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus), and concomitant pharmacological interventions. In this case, the available information suggests that patient factors (hyperlipidemia) likely contributed to the event as the patient had a medical history of hyperlipidemia. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.